Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Electrical/mechanical adjustment are made to correct reported problem. The fse was unable to reproduce fault during testing. However, after reviewing logs, confirmed the error was intermittent. The fse inspected surgeon side console (ssc)2 cable routing and found pinched ergo fiber cable under motor assembly. The fse repositioned the cable to resolve the issue. The system was tested and verified as ready for use.

Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported a non-recoverable fault during system startup. The system was rebooted multiple times, including a hard power cycle, but the issue persisted. The tse reviewed the logs and identified an error on the second surgeon side console (ssc). The tse then instructed staff to disconnect the blue fiber cable connected to that console and reboot. After the reboot, the system started successfully with no errors, and operations continued using a single ssc. The clinical sales representative (csr) later contacted the tse that the issue was related to console 2 and since its been disconnected from the system, no further issues are currently seen. The procedure was completing as planned with no reported injury.